Event description:
The reporter indicated that he observed inhibition during telemetry acquisition. The patient is not pacer dependent. Ventricular sensitivity is 2.5 mv. No significant change in lead impedance is noted. The patient's arm movement did produce a pause. Oversensing is suspected.